Event description:
A female who had received placement of a stent in the left common iliac artery, underwent aaa repair in 2009. The patient presented with a 5.6 cm infrarenal abdominal aneurysm. The patient's anatomy was very tortuous and the iliac access was very tight as noted on preoperative CT scan. The sales rep had numerous discussions with the physician informing him that the iliacs were too tight for cook devices. The main body was inserted easily up the right side; however, the physician was unable to insert the contralateral limb of the left side, due to a preexisting left common iliac artery stent. There was a substantial buckling of the iliac system due to some moderate tortuosity. The physician withdrew the device and inserted a 12-french sheath and performed pre-angioplasty of the left common artery initially with another manufacturer's 6 mm balloon. Then he went to a 7mm balloon. After pre-angioplasty and lubrication of the device, the physician was unable to pass the device across the common iliac stent. He then tried an 18-french dilator which did thread with some difficulty. He also tried an 18-french sheath; however, he was unable to get the sheath past the left common iliac artery stent. He tried one final time with the contralateral limb to see if it would pass after the multiple dilation and angioplasty attempts and on this attempt, it did pass with much difficulty. He then deployed the left limb with suitable overlap into the left common iliac artery. The distal limb seemed to be somewhat constrained by the stent. The physician had significant difficulty withdrawing the device from the left common iliac artery and once the device was removed, there was substantial damage to the left common femoral artery. The physician inserted another manufacturer's balloon up the left side and angioplastied the overlap site, as well as the device. Completion angiography via pigtail catheter up the right side revealed no evidence of endoleak and good placement of the graft. The left side artery was completely disrupted and the physician could not repair the left common femoral artery. The patient was not getting any flow to the left leg. The artery was trimmed back to the healthy tissue on the profunda, superficial femoral artery, and left common femoral artery. The physician used a 6 mm interposition graft from the left common to left deep femoral artery in an end-to-end fashion. He used about 3 cm of gore-tex to achieve continuity of flow. At the completion of both anastomoses, there was no leak and there was excellent pulsatic flow into the deep femoral artery. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The next day, the patient underwent bilateral lower extremity 4-compartment fasciotomy. There was a fair bit of ischemia to both lower extremities, both during and after the operation. The patient had developed compartment syndrome overnight and needed urgent 4-compartment fasciotomy. The patient tolerated the procedure well and was transferred back to ICU with palpable pedal pulses. Two days later, the patient experienced renal failure.

Manufacturer narrative:
Event evaluation: the zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Specific to this case, the IFU states that access vessel diameter should be compatible with vascular techniques and delivery systems of a 14 - 22fr profile. The IFU also states vessels that are significantly calcified and/or tortuous may preclude placement of the stent graft. Based on the examination of the device, no attributable device cause for the perforation could be identified. The proximal end of the sheath having damage and being buckled is strong evidence that the tortuosity of the artery, in combination with the previously deployed iliac stent, was likely a contributing factor to the event. Furthermore, based on the provided event description, the cook sales representative advised the user that the iliac was not suitable for a cook device. We will continue to monitor for similar events.